Event description:
The customer reported the device fell; the device is not responding to touch; touch screen calibration was performed and the device notes 'bad touch.' The customer reported there was no patient involvement.